Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left femoral artery utilizing the contralateral approach. A 6f non bsc sheath was used. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right common iliac artery. After a 035 non bsc guide wire crossed the target lesion, the 7.0mm x 30mm x 75cm express ld vascular stent was advanced however it could not cross at the aortal bifurcation. The device was removed but it was noted that the stent was not mounted on the balloon of the stent delivery system. The physician believed that the stent dislodged in the sheath. An attempt was done to remove the sheath carefully out of the patient. However, the stent dislodged from the sheath into the left external iliac artery. The dislodged stent was deployed and implanted in the left external iliac artery. The target lesion was treated with the implant of a non-bsc stent. No further patient complications were reported and the patient's status was good.